Event description:
The caller reported difficulty in pressing the pump's quick bolus/wake button, which required multiple attempts to turn on the screen. Despite this issue, there was no adverse impact on the customer's blood glucose level, as readings were within the normal range. Technical support assisted the caller by removing the pump from its case and attempting various methods to alleviate the issue, but the difficulty persisted. Consequently, technical support arranged to replace the pump with one that has updated software, advised the customer on steps after receiving the new pump, and coordinated the return of the faulty pump. The caller understood and acknowledged the instructions provided.